Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the staple cartridge noted that the reload was partially fired between the four and three cm cut lines. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was confirmed. A review of the reload and handle device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload was used with an idrive device during a vats lobectomy procedure. The surgeon found that the stapler had moved only halfway during firing process so he tried to push the firing button again and again but the stapler couldn't advance. After that, he pushed the release button, pulled the stapler out of trocar, and changed the reload. This worked. No known adverse events.